Manufacturer narrative:
Batch review performed on 19 february 2018: lot 156225: (B)(4) items manufactured and released on 09 february 2016. Expiration date: 2021-01-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m 0 reference 01.29.205 (k112115) lot 171408: (B)(4) items manufactured and released on 09 june 2017. Expiration date: 2022-05-25. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø48 two-holes reference 01.32.148dh (k132879) lot 156591: (B)(4) items manufactured and released on 03 march 2016. Expiration date: 2021-02-23. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/c reference 01.32.3239hct (k103721) lot 148745: (B)(4) items manufactured and released on 25 february 2015. Expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip on (B)(6) 2016. On (B)(6) 2017 the patient had the head revised due to infection (B)(4). The patient came in due to signs of infection in 2018. The pathogen is confirmed as (B)(6). On (B)(6) 2018 the patient had all hardware removed and a spacer was implanted. The surgery was completed successfully.